Event description:
It was reported that there was air in the line alarm. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) was review subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. There was high alarm displayed; air-in-line detected during testing. The root cause of the reported issue was found to be a defective air detector. The air detector was replaced. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).